Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus ous, mr 2.5 x 38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal and centre struts were damaged; stretched and pulled in a proximal direction over the proximal markerband. The distal stent od (outer diameter) of the stent was measured using snap gauge and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypo tube kink 260mm distal to the strain relief. A visual and tactile examination found no issue with the polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-dec-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed again using a maverick balloon catheter and the procedure was completed with a different size promus element plus stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.